Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. The cause of the reported failure was determined to be due to electrically leaky filters, designators fl9, fl10 and fl11 from the analog pcb assembly. The customer received a replacement device.

Event description:
The cusotmer initially reported that their device was showing only the charge-pak indicator. Upon evaluation by physio-control, it was observed that the device could not power on to charge or deliver defibrillation energy. There was no patient use associated with the reported failure.

Manufacturer narrative:
The initial medwatch report indicates: (B)(6).